Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal discomfort ("mild lower abdominal discomfort") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. On (B)(6) 2019 she experienced abdominal pain upper ("epigastric pain / right hypocondrium pain"). On (B)(6) 2019 she experienced abdominal discomfort (seriousness criterion intervention required) and nausea ("nausea"). On unknown date she experienced dyspepsia ("heartburn"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, all of the events were resolving. The reporter considered abdominal discomfort, abdominal pain upper, dyspepsia and nausea to be related to essure administration. The reporter commented: on (B)(6) 2014 patient states that does not have any symptoms. After removal of the device a single control has been performed on (B)(6) 2019 where the patient reports clinical improvement. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal discomfort ("mild lower abdominal discomfort") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. On (B)(6) 2019 she experienced abdominal pain upper ("epigastric pain / right hypocondrium pain"). On (B)(6) 2019 she experienced abdominal discomfort (seriousness criterion intervention required) and nausea ("nausea"). On unknown date she experienced dyspepsia ("heartburn"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, all of the events were resolving. The reporter considered abdominal discomfort, abdominal pain upper, dyspepsia and nausea to be related to essure administration. The reporter commented: on (B)(6) 2014 patient states that does not have any symptoms. After removal of the device a single control has been performed on (B)(6) 2019 where the patient reports clinical improvement. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.